Event description:
The device was used during a laparoscopic cholecystecomy. It was reported the clips did not form properly. The clips would not hold onto tissue. A second was introduced and the same events occurred. A third was introduced to complete the case. There was no consequence to the pt.